Event description:
It was reported that the fowler angle reading was inaccurate due to being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.